Manufacturer narrative:
(B)(4). Evaluation statement: the complaint device was received and evaluated. Visual observation confirms that the femoral rod is stuck on the guide frame and the thumb screw is broke. However the broken thumbscrew is not returned. This type of failure is typically observed when the thumbscrew is tightened too much causing it to snap and break when external force is applied such as malleting in this case. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported the thumbscrew on the customers rigidfix btb femoral guide frame broke off while malleting into the device during an acl procedure. He stated this caused the customers rigidfix btb femoral 11mm rod to get stuck in the device and could not be removed. The surgeon was finished with the device at this point of the procedure and complete the case with no patient consequences or delays.